Event description:
It was reported that this right ventricular (rv) lead had an insulation breech. During a device replacement, the physician encountered significant scar tissue as well as calcium deposits encapsulating the device. After device was freed from the pocket, an insulation breech was noted on the pace sense portion of the lead after the bifurcation but away from the terminal pin. The electrode conductors were visibly intact, so a lead repair was performed. The lead remains in service. No adverse patient effects were reported. Subsequently, this lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an insulation breech. During a device replacement, the physician encountered significant scar tissue as well as calcium deposits encapsulating the device. After the device was freed from the pocket, an insulation breech was noted on the pace sense portion of the lead after the bifurcation but away from the terminal pin. The electrode conductors were visibly intact, so a lead repair was performed. The lead remains in service. No adverse patient effects were reported.